Manufacturer narrative:
This report is a response to report # (B)(4) which was received by amt from the FDA on 03/22/2021. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the reporter and obtained the device for examination on 3/24/2021. The device was examined and there was no indication that a manufacturing defect caused the failure of the device. A device history review was performed and no anomalies were found for the related lot. Complaint # (B)(4) was assigned to this report. The complaint has been logged and will be used in our complaint trending process for future product enhancements.

Event description:
Per the initial reporter's original report in report #: (B)(4), "g tube dislodged/removed. Infant was transferred with a gastrostomy tube (gt). Balloon was found to have a leak. 10fr suction tube used to maintain patency. Balloon on device failed. On inspection device balloon will not inflate a small amount but beyond 0.5ml of air everything just leaks out. This device was placed by an outside facility so no lot number information is available. Manufacturer has been contacted by email. There was no detectable harm."